Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a low blood glucose of 19 mg/dl on an unspecified date. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the insulin pump gave them 80 units of insulin and they almost died. The customer is no longer using the insulin pump. Troubleshooting was not completed as attempts to contact the customer were unsuccessful. The device will not be returned for analysis.